Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, at approximately 3:00 a.m., the patient¿s cgm displayed a glucose value of 60 mg/dl. No bg meter comparison was obtained at that time. The patient was using a tandem insulin pump. She self-treated the low glucose with a banana and then went to bed. The following morning, at approximately 9:00 a.m., the patient awoke feeling tired and nauseous. Her cgm displayed 80 mg/dl, with no bg meter comparison recorded. Due to her symptoms, the patient sought evaluation at an urgent care clinic. At urgent care, a bg meter reading showed 600 mg/dl. The patient could not recall the corresponding cgm value at that moment. She was transferred to the emergency room (ER). At 9:20 a.m., the patient arrived at the ER, where a bg meter reading measured 690 mg/dl. The cgm had already been removed by this time. The patient received treatment with IV fluids and IV insulin. She was discharged on (B)(6) 2025, and was reported to be ¿fine¿ at the time of follow-up. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.